Event description:
The user facility reported that a 48 year old male patient on impella 5.5 support as an escalation of therapy. It was noted that they were monitoring neuro status and treating cardiogenic shock and sepsis. Additionally the patient had some bleeding from mouth/nose so they decreased bleeding time. The patient also had confirmed occult blood in stool. The patient received 2 units blood transfusion and new labs were sent to reassess blood count while continuing to "monitor" platelets. The patient was not following commands and was taken for CT scan to evaluate for head bleed. Team reports managing gastrointestinal bleed and oozing from all lines. It was noted that there were no new findings on head CT, upper endoscopy nonspecific, remains off heparin pending neuro surgery and gi recommendations. The patient remained on support.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.